Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. During the night of (B)(6) 2022 to the day of (B)(6)2022, the patient¿s insulin pump alarmed repeatedly for hypo and recommended that the patient eat emergency carbohydrates. The cgm values displayed on the screen during the period ranged between 4.2 mmol/l to 4.7 mmol/l. The patient ate as recommended until lunch time on (B)(6) 2022. He felt sick and had symptoms of dizziness, tingling feet, dry mouth, thirst, and muscle weakness in his legs and he had to lie down. He went to the emergency department (ed) via taxi at 3:00 pm. At the ed, the bg finger stick was 62.0 mmol/l and the cgm value was 4.2 mmol/l. He was treated with insulin (via an insulin pen.) At the time of the report the bg had decreased to 16.4 mmol/l (fasting). No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6).